Event description:
It was reported that the patient had ms and it caused them to fall a lot. The falls would cause their lead to disconnect. The lead had disconnected 4 times and they had gone in to repair it 6 times over the 3 years prior to the report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# va07jwx, implanted: 2013 (B)(6); product type lead. (B)(4).